Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing a bowel resection in a exploratory laparotomy open procedure, the device partially fired, not all the staples were deployed. They opened a new device to complete the case. There was no patient injury.

Manufacturer narrative:
Additional: evaluation summary: post market vigilance (pmv) led an evaluation of device with single use reloadable stapler. The instrument was received loaded with a 4.8mm single use loading unit (sulu). Visual inspection of the cartridge noted that the single use loading unit (sulu) was fully fired. The loading unit was reloaded with staples, reloaded into the instrument and applied to test media. The staple line was properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.